Event description:
The customer reports that in 2007, a technician cut her hand while trying to remove an hba1c reagent kit from the dca testing compartment area. The injury was a minor cut, and no stitches were necessary. The customer claimed that the issue was caused by difficulty in removing the test cartridge from the dca. In order to remove the cartridge from the testing compartment, the customer pushed down on the gray tab and pushed right to lift up. At this point, the plastic tab broke off of the cartridge cutting the user.

Manufacturer narrative:
Discussions between a siemens representative and the customer indicated that she was using the proper technique to remove the reagent cartridge, but it was stuck in the instrument. The cartridge and instrument are being sent back to siemens diagnostics for further evaluation. The reagent cartridge was difficult to remove from the system. This event is being reported because it occurred in a potentially biohazardous environment.